Event description:
Almost immediately after having essure implanted, I started to experience severe pain in my abdomen. Trouble and pain when urinating. Severe pain during and after intercourse. Extreme weight gain (60 lbs in two months).